Event description:
It was reported that tip detachment occurred requiring intervention. A .018/260cm platinum plus - pi guidewire was selected for use in the left superficial femoral artery (sfa). However, the wire tip came off in the patient's body. The physician gained a second access site (left pedal artery) and used a balloon and snare technique to retrieve the wire tip. There were no additional patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has the wire tip damaged, as part of overall visual revision. It is possible to observe that the spring tip is highly damaged, the corewire is broken (2 parts separated) and else the spring tip is stretched & unraveled. Besides, detached tip is bent. It is possible to observe that the spring tip is highly damaged, the corewire is broken (2 parts separated) and else the spring tip is stretched & unraveled. Besides, detached tip is bent and has residues that looks like dried blood. The customer did provide a picture related to the complaint where is possible to observe that the spring tip is unraveled. All od dimensions were found within specification.

Event description:
It was reported that tip detachment occurred requiring intervention. A .018/260cm platinum plus - pi guidewire was selected for use in the left superficial femoral artery (sfa). However, the wire tip came off in the patient's body. The physician gained a second access site (left pedal artery) and used a balloon and snare technique to retrieve the wire tip. There were no additional patient complications reported.